Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a sling was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Corrected narrative: it was reported that the patient underwent an obturator sling procedure on (B)(6) 2007. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. The mesh was removed on (B)(6) 2010 due to erosion, pain, dyspareunia, and infections. No additional information was provided. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported on (B)(6) 2010 that the patient was doing well until she had a motor vehicle accident in (B)(6) 2009. Since the accident she noted pelvic pain, stress urinary incontinence, urinary frequency, nocturia and urinary urge incontinence. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-01367. The same patient is represented in each medwatch.

Manufacturer narrative:
Date sent to FDA: (B)(4) 2018